Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as ¿the patient used damaged bags¿ and the patient made a mistake (not further specified). On the same day as onset, the patient was hospitalized for the event. On an unreported date, dianeal therapy was discontinued. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with vancomycin, 1 gram, intraperitoneally (ip) and fortum, 1 gram, daily (either as a single dose or in divided doses, route not reported). Two days after being admitted to the hospital, the patient was discharged. On an unreported date in the same month as onset, the patient was recovered. On an unreported date, dianeal therapy was discontinued. No additional information is available.